Event description:
It was reported that a spectrum pump had an issue with the door shims that was found during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "door shims." During evaluation, it was observed that the direction of flow label and corresponding shims in the tubing channel on the front case were missing. The direction of flow label and shims were replaced.